Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were removed/broken. The investigation found the device had a top case cracked by ECMO label (chemical) and right plunger case cracked. No apparent contamination. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. A combination of white tefon flake was found on worm facets, motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The root cause of the reported issue was due to normal wear. The technician replaced the worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves. Performed occlusion tests and all functional tests which passed.

Event description:
It was reported that a motor drive error was observed. No patient injury reported.